Event description:
During the procedure to implant the excluder endoprosthesis devices, blood loss in excess of 1 liter occurred. Prior to introducing the ebe devices, the physician placed a jump graft to repair a stenotic iliac artery. During this process, he pushed the perclose device through the artery and created a large hole, which caused the bleeding. The hole was surgically repaired. There was no adverse outcome for the pt. No allegation of product deficiency was made.